Manufacturer narrative:
E1: patient city: (B)(6), patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient experienced infusion set cannula was bent on (B)(6) 2025, which resulted in elevated blood glucose, therefore patient had received insulin pen. It was also reported that the patient went to emergency room (ER) and subsequently got hospitalized for two hours on (B)(6) 2025 and patient blood glucose levels while admitting the hospital was 360 mg/dl. The patient had symptoms such as vomiting and weakness at hospital and change insulin reservoir and infusion set. The infusion set was in use for one day. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.